Manufacturer narrative:
Block b3: exact date unknown, event occurred on the second week of january 2024. Sc-1432 (sn (B)(6). The returned ipg was analyzed and communication could not be established with a known good remote control (rc) or clinician programmer (cp). The ipgs internal battery had a low voltage and internal electrical measurements revealed excessive sleep current and low resistance of a node where high resistance was expected. With all the available information, boston scientific concludes that the reported event of ipg depletion was confirmed. The investigation confirmed that the application-specific integrated circuit (asic) chip was damaged, typically due to external high-voltage or high-current transient sources.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended after receiving the end of battery life message. The patient underwent an ipg explant procedure.